Manufacturer narrative:
The customer declined ge service. No repair information available. No report of patient involvement. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
During pre-use check, it was reported that there was a malfunction resulting in a leak, which could lead to loss of mechanical ventilation. There was no patient involvement.